Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated the display of accu-chek inform ii meter serial number (B)(4) had a black circle and random colored lines. The display issue affected the readability of the results field, so it is possible to misinterpret a result. No actual result misinterpretation occurred.